Event description:
I was implanted with a medtronic pump that was recalled in (B)(6) 2011 that has a malfunction stipulated in the recall and now I have to have surgery to remove the pump and I feel I should be compensated due to medtronic's negligence. The pump has a brown film in it. On (B)(6) 2013, a nurse from (B)(6) came out to fill my pump and could not. When she started her procedure with the syringe she drew back a brown film, detecting that something was wrong with the pump.